Event description:
It was reported that the patient passed away. According to Ventricular Assist Device Coordinator, the Left Ventricular Assist Device (LVAD) worked as intended until end of therapy. The outcome was not considered device or therapy related. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.